Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2024. On the night of (B)(6) 2024, the wearable fell off while the patient was asleep. The patient's husband noticed that the patient was not responding and when he tried to wake her. He checked a blood glucose finger stick reading it was 20 mg/dl. He called an ambulance and the patient was transported to the hospital. The patient could not remember treatment at the hospital and was discharged on (B)(6) 2024. At the time of the report, the patient felt fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.